Manufacturer narrative:
(B)(4). Additional 510k number: k072642.

Event description:
It was reported that the abutment screw (ilrghg) fractured inside of the implant. The screw was able to be removed from the implant. The implant condition was ok and the abutment screw was replaced.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain gold-tite large hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn from use. No device lot number was provided so a device history record review and a complaint history review could not be performed. The alleged malfunction was confirmed following inspection. No issues were identified during investigation that could have caused or contributed to the reported malfunction. The reported event could not be recreated due to the already damaged states of the device and the nature of the alleged event. The complaint is related to the functional performance of the devices.